Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm states the left side frame is broke at weld where the axle attaches.